Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: faulty intravenous cannula. The patient came into recovery and it was handed over to me by the anaesthetist that the pink cannula in lefthand had a fault where in the injection port required bunging with a white bung or blood would flow out of cannula. Discussed concerns with anaesthetist and it was decided that it was safer to remove this cannula once patient stable and prior to discharge to ward. Ward medications prescribed via alternative route.

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: faulty intravenous cannula. The patient came into recovery and it was handed over to me by the anaesthetist that the pink cannula in lefthand had a fault where in the injection port required bunging with a white bung or blood would flow out of cannula. Discussed concerns with anaesthetist and it was decided that it was safer to remove this cannula once patient stable and prior to discharge to ward. Ward medications prescribed via alternative route.